Event description:
The customer used the device to check their blood glucose and obtained a result of 102 mg/dl prior to going to bed. Patient dosed insulin and was found unconscious about 6 1/2 hours later. Emts were called and they checked their glucose and the level was 17 mg/dl. Patient was given glucose in the ambulance and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.